Event description:
The clinician reported that on the day the dental implant was placed, in ada site #28 of the patient's mouth, a failure occurred upon insertion. The patient presented with type ii bone. Primary stability was not achieved . An immediate loading procedure was not used. The clinician reported no primary stability.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in (B)(4) of the patient's mouth, a failure occurred upon insertion. The patient presented with type ii bone. Primary stability was not achieved . An immediate loading procedure was not used. The clinician reported no primary stability.